Event description:
During follow-up, it was not possible to interrogate the device. The device remains implanted and was reprogrammed to resolve the issue. The patient was in stable condition.

Event description:
During follow-up, it was not possible to interrogate the device. Technical support suggests explant and replacement. The patient is awaiting device replacement.